Event description:
Customer reported that for the past couple of weeks, the battery for his insulin pump lasts for about a week and then the device alarms failed battery test. He will hear and random beeping and take out the battery, and the device will alarm failed battery test. The device only works with brand new batteries. Customer's blood glucose was unknown. The battery compartment, cap, and springs are not damaged or corroded. Customer took the battery out, cleaned the contacts, reinserted the battery, and the device did not alarm failed battery test. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.